Manufacturer narrative:
Examination of the returned instruments confirms the complaint; the spring components are missing. A complaint database search on the provided product family identified a trend of damaged/missing spring components. The root cause is attributed to product design. Eco-424484 was implemented on (B)(4) 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. The instruments are the old design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The friction locking springs have become loose from wear and subsequently separated from the instrument and have become lost.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.